Manufacturer narrative:
(B)(4). Date sent: 12/13/2023. D4: batch # 554c60. Additional information was requested, and the following was obtained: specify what is meant by 'override options'? Any trouble shooting steps taken during the event? "I wasn¿t in the case that day ¿ but the staff is very familiar with echelon and I am assuming executed the basic troubleshooting steps." Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with a dent in the nozzle and with a gst60b reload present. The reload was received partially fired 1/2. The manual override feature had been used and was reset to test the functionality of the device. Upon inspection, when articulating right, the device intermittently stalls and stops responding to button inputs. Reinserting the battery resolves the issue temporarily. The firing of the device past lockout, the device stalled, but it could be fired again after that to the end of the transection. The knife did auto-return. No conclusion could be reached as to what may have caused this condition. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the nozzle is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 554c60, and no non-conformances were identified.

Event description:
It was reported that during a bariatric procedure that the stapler locked out. Staff attempted multiple override options and flipped the battery but were unable to get the device to fire. No staples were deployed and the knife did not cut. Device was opened and removed from the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.